Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the right atrial (ra) lead noise over-sensing which resulted in inappropriate mode switch. It was also noted that the ra lead exhibited insulation anomaly. No intervention was performed. There were no patient consequences.